Event description:
It was reported that the patient's vns device slips under the patient's left underarm/ breast area and can be painful. The patient's mother requested surgery to reposition the device. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
.